Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged failed battery test found on (B)(6) 2021. Pump received with a failed battery test so the menu can not be accessed. Unable to perform the displacement test, sleep current test, active current test and self test due to failed battery test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, broken reservoir tube lip, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial label damage (fading), and minor scratches on lcd window. Swapping out test boards confirms blank display is isolated to pcba 1. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further review of the pump history files, no failed battery test alarms were found within a week of event date, however off no power alarms were found on (B)(6) 2021 at 00:00 and 00:02 which is due to the faulty pcba 1 board. In summary, customers alleged failed battery test confirmed on start up. Failed battery test isolated to pcba 1 after swapping out test boards. Blank display is not confirmed, however access to the main menu was prohibited due to pump failing the battery test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.